Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not able to register the reservoir. Customer's blood glucose value was 6.9 mmol/l. Report states that during the load process the reservoir was not registering and pushing out all insulin. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump primed properly. The insulin pump recognized the test reservoir during testing. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window. (B)(4).